Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 175, 219, 198 and 179 mg/dl. The customer¿s expected pm fasting blood glucose test result range is 120-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 195 mg/dl and 232 mg/dl using true metrix meter. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 04/14/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high readings. No defect found on returned meter. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.